Manufacturer narrative:
The t:slim g4 user guide states: "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 100% to 1% within one day. In addition, the customer was having difficulty charging the pump with the usb cable and wall adapter. It was confirmed that the pump was able to be charged with a different wall adapter. The customer's blood glucose (bg) level was 66 (mg/dl) due to the customer over blousing for dinner. The customer consumed graham crackers to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.